Event description:
It was reported the procedure was abandoned because the machine displayed a high temperature error message and entered safe mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information about the patient was requested but not provided.